Event description:
It was reported that during a remote follow up, loss of capture, r-wave amplitude variation, and varying low voltage impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.